Manufacturer narrative:
This report is submitted on march 17, 2023.

Manufacturer narrative:
This report is submitted on february 27,2023

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.